Event description:
The customer called stating he was a new insulin pump user and required assistance with an alarm, and priming the insulin pump. The customer called back later, stating the paramedics were called due to a low blood glucose reading. Troubleshooting revealed that the customer was connected at the site when he primed the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.